Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail. Unit was received with a flashing medtronic logo screen followed by an unexpected intermittent beep alarm. Unable to perform displacement test due to the display anomaly. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--j7, j2. After plugging a known good pcba2 and a known good pcba1 into the original case, the unit booted up normally. After plugging a known good pcba2 into the original pcba1 and then the original case, the unit booted up to a frozen medtronic logo screen with the notification light flashing and the vibrator vibrating. After plugging the original pcba2 into a known good pcba1 and then into the original case, the unit booted up to a silent flashing medtronic logo screen. In summary, the customer's report of a crack at the back was confirmed. The flashing medtronic logo screen followed by an unexpected intermittent beep alarm is due to pcba2 and the moisture damage on pcba1.(B)(4).medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked at back. Customer stated that insulin pump was not drop or bumped. No harm requiring medical intervention was reported. The customer will discontinue using the device.